Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that pt said early sunday morning around 1:00 am they started having severe vomiting and diarrhea. Patient called their doctor who instructed them to go to the ER right away. Patient did so and was hospitalized while a series of tests and scans were done. They determined patient did not have a blockage. Patient wanted to know what to do with their stimulator now that they were home. Patient said they did not make any changes to therapy prior to experiencing the vomiting and diarrhea. Patient did not have controllers with them at the hospital. When asked, patient did not answer what type of scans were done, just that they had scans done. Agent suggested patient could attempt to connect to ins, but patient stated they didn't want to mess with that tonight since they just got home. Agent suggested patient notify managing hcp of their hospitalization and if they want patient to do anything specifically with their therapy settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their doctor had not responded to them yet but they will set up an appointment again. They stated they didn't know if the issue was related to the device or therapy. When asked if the hospitalization was related to their device or therapy they stated that yes their diarrhea and throwing up went together. Before the device was working good for 1 week but they were not doing better ever since the incident. They noted that it was working good for the first time ever.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the health care provider (hcp) had them go to the emergency room. [Illegible] they reported their bowels were working much better now and they will set up an appointment with their health care provider (hcp). Additional information was received from the patient. They reported that their ins was not working right. Patient stated they were having diarrhea and wanted to get their ins working right before their appointment with hcp at 10:30. Agent reviewed to bring equipment with to appointment and discuss symptoms with hcp at appointment today. Patient stated they never carry their equipment with them and they did not understand why agent couldn't make the adjustment like before. Agent reviewed role of patient services and that ins can't be connected to remotely, but that agent could walk patient through connecting to ins with their own equipment. Patient declined and said they would have their son call in. Patient disconnected the call.